Event description:
Customer reported his adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that on (B)(6) 2014 he was "rushed to the hospital". Customer further reported he was "dizzy" and believed his glucose was high but could not test. It was further reported he experienced a loss of consciousness. At the hospital, a reading of 497 mg/dl was received, customer was diagnosed with hyperglycemia and noted his doctor gave him insulin and "fluids". Customer was hospitalized for four days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number of the meter is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.